Event description:
It was reported that in central processing that the jaws would not close on the large needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. No trouble was found. The manual input of the input wheels allowed the grips to open and close with ease. No issues were found with opening or closing. There was no damage at the instrument tips. No other damage was found. Isi has received the device involved with the complaint and completed device evaluation. Investigation revealed no trouble found. Recurrence of the observed failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. In addition, no adverse event or incident was alleged to have occurred. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.